Event description:
Customer states the use by date on the aviva test strip vial label is (B) (6) 2010; manufacturer's batch record confirmed the actual use by date to be (B) (6) 2009. No adverse event reported. Requested return of product, replacement sent.

Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.